Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c165 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2024; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was caller reported that the patient was having severe problems with the stimulator and had been totally disabled since the implant date. Caller stated that the patient was in more pain than what they were before the implant was put in. Caller stated patient could hardly walk and couldn't work anymore. Caller stated that the patient was left disabled and couldn't work. Caller mentioned that they had been to the healthcare provider (hcp) and they said there was nothing else they could do and they need to contact the manufacturer. Caller also said that every time they reprogrammed the patient, the pain got worse, especially around where the battery pack was. Caller stated they did not get a lot of support from the hcp or manufacturer. Caller stated that it took 2 hours to go to the physician's office. Caller stated that the patient is having trouble riding in the car that long. Agent reviewed information. The patient was redirected to their healthcare provider to further address the patient's condition.

Manufacturer narrative:
Continuation of d10: product ID 97791 lot# serial# unknown implanted: explanted: product type accessory product ID 97791 lot# serial# (B)(6) implanted: explanted: product type accessory product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: product type lead h3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product: 977119, s/n: (B)(6) was returned for analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis found an anomaly with the feedthru of the implantable neurostimulator (ins). Product: 977c165, s/n: (B)(6) was returned for analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.